Event description:
It was reported that this implantable pacemaker recorded two signal artifact monitoring (sam) episodes. No indication of lead issues was observed. No changes have been performed. This device remains in service. No further adverse patient effects were reported.